Event description:
It was reported that patient has a complaint about far vision with an intraocular lens (iol). They targeted emmetropia for iol power, but post-op refraction is sphere -0.75, cylinder -0.5 which results myopic refraction. The patient complaints about daily driving car due to far vision, daily activities significantly affected. Patient vision pre-operative is far: 0.8 near: j4 (decimal) and vision post-operative is far: 0.5 near: j2. Doctor performed lens explant and replaced with competitor product. There were no other surgical interventions required. After explant, the patient¿s far vision is over 1.0. Patient is temporarily impaired. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. Patient information cannot be provided due to local personal data privacy legislation/policy. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction and additional information: section b3: date of event: should have indicated as unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2022. In the initial report, it was inadvertently indicated as (B)(6) 2022. Section d6b: if explanted, give date: as per the additional information received, the correct explant date is (B)(6) 2022. It was indicated as (B)(6) 2022 in the initial report which is hereby corrected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the reported complaint issue of unexpected postop refraction was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.